Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip migration and recurrent mitral regurgitation. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior. The mitraclip procedure was performed on (B)(6) 2022. The patient had returned on (B)(6) 2022, date with a moderate-severe mr via transesophageal echocardiogram (tee). The clip was attached to both leaflets, however, it was noted that the grasp on the posterior side appeared shallow. Intervention was to be considered for future treatment of the recurrent mr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) and migration (partial clip movement) appears to be due to patient pathology (disease progression). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip migration and recurrent mitral regurgitation. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior. The mitraclip procedure was performed on (B)(6) 2022. The patient had returned on (B)(6) 2022, date with a moderate-severe mr via transesophageal echocardiogram (tee). The clip was attached to both leaflets, however, it was noted that the grasp on the posterior side appeared shallow. Intervention was to be considered for future treatment of the recurrent mr. No additional information was provided. Subsequent to the MDR. Additional information received on 11/14/2022: it was reported that a second clip intervention was performed on (B)(6) 2022, to stabilize the clip that was shallow and had movement on the posterior leaflet. The mr was decreased from grade 4 to grade 1-2. There was no adverse patient effects or clinically significant delay. No additional information was provided.